Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. Nine days after the procedure, the patient experienced evisceration. The scar opened about 10 cm and the surgeon could only find a couple of tiny parts of the suture inside, the rest had disappeared. The surgeon resutured the wound. Additional information was requested.

Manufacturer narrative:
(B)(4). The patient had an isolated fever on the third post operative day and her uterus was tender to palpation. She was placed on antibiotics. During the reoperation on (B)(6) 2012, it was noted that the suture was broken.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - evisceration - (B)(4). Device (B)(4) - wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.